Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
It was reported that in 2008, patient was experiencing sharp, shooting pains in his back and legs that made sitting for extended periods of time difficult. Surgeon performed surgery consisting of a lumbar interbody fusion with the installation of hardware from l4-l5 using rhbmp-2/acs. Since the surgery, pain has dramatically increased. His shooting pains running down the sides of his back and buttocks into his legs are much worse. Additionally, he is unable to sit for any significant amount of time and has lost much of his flexibility.